Event description:
During set up, water from the water tank leaked all over the floor, and presented a "potential hazard." User also alleges that they had sent back two other units for leaking at the seal.